Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient returned with chest pain. The target lesion was a 70% stenosed lesion in the mid left anterior descending artery (lad), and was 12.0mm long with a reference vessel diameter of 3.0mm. Following predilatation, the 3.0 x 16mm taxus express 2 drug eluting stent was deployed, with residual stenosis of 0%. The patient was discharged on aspirin and clopidogrel. At 350 days post procedure, the patient presented with a complaint of chest pain radiating to the left upper extremity. Which occurred upon exertion and was relieved with rest. The mid lad lesion was treated with a 3.0 x 15mm promus drug eluting stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel